Event description:
On (B)(6) 2011, patient reported that she changed the insulin cartridge and attempted to prime the infusion set, and the infusion device displayed an e4 occlusion error. She attempted to remove the cartridge and the plunger became stuck on the piston rod. Patient believes the e4 occlusion error was caused by the cartridge. Patient was advised how to properly remove the cartridge from the pump. Patient provided follow-up on (B)(6) 2011 and reported she had to stop infusion device therapy for 5 hours due to not being able to remove the stuck plunger. Blood glucose elevated to "400 something" mg/dl, and she had ketones in her urine. Patient was admitted to the hospital and started to use her pastor's infusion device. Infusion device was replaced and requested for evaluation. Multiple attempts were made to follow-up with patient, and these were unsuccessful. Additional information was not provided.